Manufacturer narrative:
(B)(4).

Event description:
It was reported "pressure spiked immediately after start of injection, injection rate dropped and stayed low for the rest of the injection. Adaptive flow rate not triggered. Radiographer heard a "pop" sound, noticed absence of contrast on bolus tracking and stopped injection approx. 18sec after start of injection. The lumen was checked by a competent ICU staff member- flushed and aspirated very easily (grey lumen). No kinks observed on cvc" the cvc was removed and pivc was placed. A new cvc was replaced that evening. Additional information received states "patient remains in a critical condition (on ECMO). Current condition not related to cvc incident. Patient required a new line insertion after affected cvc removed. The patient was heparinised which meant there was an additional risk of bleeding. No other medical interventions were required."

Event description:
It was reported "pressure spiked immediately after start of injection, injection rate dropped and stayed low for the rest of the injection. Adaptive flow rate not triggered. Radiographer heard a "pop" sound, noticed absence of contrast on bolus tracking and stopped injection approx. 18sec after start of injection. The lumen was checked by a competent ICU staff member- flushed and aspirated very easily (grey lumen). No kinks observed on cvc" the cvc was removed and pivc was placed. A new cvc was replaced that evening. Additional information received states "patient remains in a critical condition (on ECMO). Current condition not related to cvc incident. Patient required a new line insertion after affected cvc removed. The patient was heparinised which meant there was an additional risk of bleeding. No other medical interventions were required."

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The image shows a juncture hub from a 4-lumen catheter in use. The juncture hub has a clear slit along its length. The customer returned one 4-lumen catheter analysis. Signs of use in the form of biological material inside the catheter body were observed. Visual analysis of the returned sample revealed that the juncture hub was damaged. A slit was present along a section of the juncture hub. The customer reported, "radiographer heard a 'pop' sound, noticed absence of contrast on bolus tracking and stopped injection approx. 18sec after start of injection." The appearance of the damage, along with the description from the customer, is consistent with a pressure-related rupture. The slit in the juncture hub was measured 12mm to 20mm from the proximal end of the juncture hub. The total length of the catheter measured 217mm, which is within the specification limits of 207mm - 227mm per catheter product drawing. The outer diameter of the catheter measured 2.90mm , which is within the specification limits of 2.87mm - 2.97mm per catheter extrusion product drawing. All four extension lines were flushed using a lab inventory syringe and water as per the IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s). When flushing from the gray, 14ga medial 1 lumen, water came leaking out of the slit in the juncture hub. A buildup of biological material was noted inside the catheter body. However, flushing the remaining three lines did not cause a leak from the juncture hub. A manual tug test confirmed that all four extension lines were secure and intact with their luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The IFU also provides several instructions to ensure patency during use including warning the user "warning: ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications" as well as cautioning the user "warm contrast media to body temperature prior to pressure injection to minimize the risk of catheter failure." Additionally, a pressure injection information guide is provided with this product with recommended pressure injection parameters. The customer report of a damaged juncture hub was confirmed through investigation of the returned sample. Visual analysis of the returned juncture hub revealed a rupture along a section of the juncture hub. No evidence of a manufacturing defect was observed during inspection of the returned sample and a device history record review was performed based on a potential lot from sales history with no relevant findings identified. Based on the customer report of a 'pop' sound, the damage being observed during use, and the appearance of the damage on the sample received, unintentional use error (over-pressurization) likely caused or contributed to the reported event. The IFU provided with this product contains detailed instructions and warnings to ensure catheter patency during use and minimize the risk of catheter damage. Teleflex will continue to monitor and trend on reports of this nature.